Event description:
Caller reported the pump is not always delivering insulin correctly. Caller stated his blood glucose level went up after dinner unexpectedly last night to >21 mmol/l even though he did not eat a full meal. Caller reported patient took correction twice without any change to the blood glucose level; changed the cannula and reconnected the tubing and then did another correction and glucose began to come down. Caller stated they met with the diabetes nurse and are convinced there is a pump issue. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.